Event description:
It was reported that during a da vinci s ovarian cystectomy procedure, when the surgeon was taking out a specimen of cyst using the tip of the harmonic curved shears instrument, the "blade" came off and fell into the pt. The "blade" was retrieved and the planned procedure was completed. Incident lengthened procedure about 2 hours. No pt harm adverse outcome or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering found the curved blade is intact, however, the clamp arm is missing from the insert. One side of the clamp arm attachment hinge feature (inner and outer tubes) is bent, suggesting the clamp arm was overloaded. It had been concluded that the "blade" reference by the customer is actually the clamp arm of the harmonic curved shears insert. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps". Per the customer reported complaint, it has been concluded that the "blade" reference by the customer is actually the clamp arm of the harmonic curved shears insert.